Event description:
Allegedly, per paper by de meo et al. From the 2018 acta orthopaedica italica, titled "modular stem in hip dysplasia crowe iii e IV: mid-term clinical and radiological outcomes.": allegedly 1 patient had a deep wound infection 3 months after surgery, but did not require revision surgery. Patients in this cohort were primary cases with severe hip dysplasia. No further information was provided regarding these adverse events.